Manufacturer narrative:
Investigation in process.

Event description:
Patient presented with tibial loosening. Arthroplasty, removal of tibial component, tissue samples taken for pathology, all other implants appeared to be fine.

Manufacturer narrative:
The investigation involved a review of the complaint information review of the patient labels, manufacturing history and review of zimmer gender solutions natural knee flex system compatibility chart (09/2009) to determine component compatibility. Per the patient labels, the femoral component was identified as a right side size e minus cr-flex gsf porous femoral component (00-5752-015-06, lot 61685893) which was found to be compatible with the tibial component that was implanted. No explanted device photographs, x-rays or operative notes were provided for this investigation. The tm monoblock tibia was revised to a stemmed tibial baseplate (manufacturer unknown); however the explanted device was discarded as a biohazard by the hospital and therefore was not available for this investigation. Insufficient information precludes any further engineering investigation. This investigation is considered closed at this time; however, should additional information become available, this investigation can be re-opened.